Manufacturer narrative:
Efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that it was suspected that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A boston scientific sales representative was going to evaluate this patient. No adverse patient effects were reported.